Manufacturer narrative:
Engineering analysis: the investigation into the reason for the complaint is difficult due to the fact that the device was not returned. During lot qualification testing, (B)(4) samples of every production lot are performance tested. During this qualification testing every stent is passed through a 7fr introducer sheath, the stent deployed to nominal pressure and the deflated balloon is pulled back through the introducer sheath. Since december of 2013 over (B)(4) catheter units have been tested without any failures due to the inability of the balloon to be withdrawn back through the introducer sheath. During the design verification testing of the icast product the device undergoes simulated use testing using a 45cm long introducer sheath that is advance through a tortuous simulated use model. During the hundreds of units tested using this model all of the samples were able to be withdrawn back through the introducer sheath after deploying the stent. During lot qualification (B)(4) of the (B)(4) test units are tensile tested to ensure the integrity of the manifold to shaft bond. The data obtained from this test group or catheter lot indicates that the lowest tensile test data point observed was 7.14 lbs., twice the minimum strength for the pull test. In all samples tested the catheter shaft failed and not the adhesive bond. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any performance related issues or the inability to pass back through the introducer sheath after stent deployment. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated files: 1219977-2015-00289.

Event description:
A physician advanced a stent to a lesion to seal off a bleed and had no difficulty. The balloon got hung up on the end of the sheath and could only be withdrawn with force. The inflation and wire hub came off the delivery catheter.